Manufacturer narrative:
The device history record (DHR) of the 37422-28-n screw of the last three shipments to the distributor were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as per product development approval. As a result of the above and the fact that no device was returned for evaluation and further information is missing, this complaint is deemed unconfirmed. Device was used for distal tibia fracture treatment.

Event description:
It was reported that a locking cancellous screw unthreaded intraoperatively- original implant date (B)(6) 2019.